Event description:
It was reported that patients ipg pocket was a few inches above other location. The patient underwent a revision procedure wherein the pocket was relocated and the ipg remain implanted in the patient. The patient was doing well postoperatively.